Manufacturer narrative:
We received one 120602f catheter without the packaging for examination. The balloon was found to be ruptured longitudinal between the windings, and circumferential around the catheter near the proximal windings. Latex is still visible under the proximal windings. There appears to be latex missing from the balloon. As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. This catheter recommended inflation volume is 0.2ml air "only"; there is no inflation volume for fluid inflation on a 2f catheter. The windings appear to be in good condition. The catheter body tube is also in good condition, there is no visible damage. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that before use, during testing, the balloon burst. There were no patient complications reported.